Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a possible stent stuck in the scope, some bioburden blockage was cleared but a stent was not seen. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of a possible stent stuck in the scope or some bioburden blockage was confirmed. Based on the results of the investigation, the foreign material could not be identified, and it was likely that the foreign material was not removed since the reprocessing was not conducted properly due to the presence of twists and scratches in the biopsy channel. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in " tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.